Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon presenting, it was found that the patient's implantable cardioverter defibrillator exhibited loss of radio frequency telemetry, with only inductive telemetry possible. A corrective cyber security upgrade was performed on (B)(6) 2021 which restored radio frequency telemetry function. The patient was stable throughout.